Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was protruding from the distal end of the shuttle cartridge. Blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge, which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1307801) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube and the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci regional sales manager that a patient underwent a diagnostic coronary procedure on(B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvc/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician, who is not a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician shuttled down, withdrew the sheath from the tissue tract and there was no advancer tube present. The device was removed and the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient was discharged on (B)(6) 2013 with no clinical sequela reported. No further information is available.